Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking from the patient line. The customer reported a blood glucose level of 530 mg/dl. Customer administered a manual insulin injection to address elevated blood glucose level. Tandem technical support walked customer through steps to load a new cartridge.